Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient had a replacement procedure due to premature battery depletion. Since this replacement, it was noticed a significant change in the impedance value from previous checks, and noise also appeared due to an unknown cause in the right atrial (ra) lead and the non-bsc (boston scientific) left ventricular (lv) lead. An examination of both leads revealed insulation damage that was caused by rubbing between both leads and the device. An attempt to fix these leads with medical adhesive was performed, but this did not improve the situation. Both leads were highly suspected of being damaged. Subsequently, the non-bsc lv lead and the ra were replaced. Due to physician discretion, this cardiac resynchronization defibrillator was not implanted and it was replaced as a defect/problem was suspected. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. No issues or malfunctions were detected.

Event description:
It was reported that this patient had a replacement procedure due to premature battery depletion. Since this replacement, it was noticed a significant change in the impedance value from previous checks, and noise also appeared due to an unknown cause in the right atrial (ra) lead and the non-bsc (boston scientific) left ventricular (lv) lead. An examination of both leads revealed insulation damage that was caused by rubbing between both leads and the device. An attempt to fix these leads with medical adhesive was performed, but this did not improve the situation. Both leads were highly suspected of being damaged. Subsequently, the non-bsc lv lead and the ra were replaced. Due to physician discretion, this cardiac resynchronization defibrillator was not implanted and it was replaced as a defect/problem was suspected. This device was returned for analysis. No additional adverse patient effects were reported.